Event description:
It was reported, the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - review of quality records. Analysis was normal. No anomalies found.